Event description:
Copy of customer's voluntary medwatch states the nurse programmed the device rate to 75ml/hr, however, pump was discovered to be infusing at rate of 755ml/hr. No patient harm. No device returned for investigation.

Manufacturer narrative:
Device serial number not known. Device not returned for evaluation or testing despite multiple requests.